Event description:
A report was received stating that the inflation line on the tracheostomy tube filled with 2.5-3.0 ml of bloody drainage after 2 days of device use. The tracheostomy tube was replaced emergently. During device replacement, an additional .25-.50 ml of fluid was lost. No adverse effects to patient reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up detailing the results of the evaluation once it is completed.